Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery (cx). A 2.50mm x 15mm emerge¿ balloon catheter was advanced to dilate the lesion; however, upon inflation, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.